Event description:
Event description guidant received information that during a cardiac resynchronization therapy defibrillator (crt-d) implantation procedure, when the coronary sinus was cannulated, a vessel dissection occurred.